Event description:
It was reported that the patient had thought he delivered a 3-unit correction bolus, but instead a 30-unit bolus was delivered. Their blood glucose had been running a little high so before going to sleep they thought they administered a 3-unit bolus on (B)(6) 2025. The patient experienced symptoms of sweating and shaking and they noticed the controller displayed a bolus of 30-units. They called the ambulance and were transported to the emergency room (ER). They were diagnosed with low blood glucose and received juices and sugary food as treatment. The patient¿s blood glucose levels were not provided. The patient was concerned that he received too much insulin and did not receive an alert when the glucose levels were too low.

Manufacturer narrative:
The physical device was not returned and according to the complainant the device will not be returned for investigation. In the case description, the user mentioned programming a bolus of 3 u, but receiving a bolus of 30 u and not receiving alerts for low glucose when their glucose levels started dropping. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the audit log files confirmed that a 30 u bolus was delivered on the date of occurrence. The audit logs showed that a glucose entry of 250 mg/dl was manually entered into the bolus calculator and the confirm button was pressed to start delivery of the 30 u bolus. Engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. A check of system data from the insulet cloud system on and around the date of occurrence found that the user's max bolus setting at the time was set to 30 u, the correction factor was set to 20 and the target glucose was set to 110 mg/dl. Based on this information, along with the insulin on board of 4.75 u, the bolus calculated by the bolus calculator would have been 2.25 u. The bolus was then manually adjusted to 30 u, which the cloud data confirmed. Evidence of interaction with the controller was observed to program the reported bolus. The audit logs showed that the estimated glucose values received by the pod did not drop low enough to generate an urgent low glucose alert before pod activation and so a low glucose alert is not expected to generate. No evidence of an uncommanded bolus or an issue with alerts was observed in the available logs. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.2. Cloud - hardware iphone13.4. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.